Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message and had no image displayed when connected to the video processor. The issue occurred during device setup. There was no patient involvement.